Manufacturer narrative:
Batch review performed on 26 june 2018: lot 1753585: (B)(4) items manufactured and released 18 october 2017; no anomalies found related to the issue. To date, no similar event on the same lot has been registered visual inspection performed the 26th of june 2018 by r&d project manager. Pictures received with the complaint were also considered. Breakage of the tip during screw insertion. Breakage can occur in case of high insertion torque, typically related to large diameter screws (>7mm), long screws (>60mm) and/or hard bone (e.g. Sacral bone, sclerotic bone). In such cases, bone tapping is recommended in the surgical technique. In this case, a screw ø7mm was inserted. Based on the information collected (see emails attached to the complaint) the surgeon used a tap size 6 instead of size 7. The taps are undersized by 0.5mm therefore the tap size 6 is in fact ø5.5mm, which is insufficient to prepare the bone (especially if good quality or hard bone) for a ø7mm screw. The instrument set always includes a second pedicle screwdriver, and another "simple" screwdriver to complete the surgery in case of breakage. The tip material and geometry is proven to withstand up to 9nm torque, which is a significant force for a pedicle screw insertion (note, 9nm is also the final tightening torque for the setscrew, that needs a t-handle and a countertorque to be applied.) - the strength of the tip of the screwdriver is driven by the dimensions (hexalobe t20) and the material (aisi x15-tn or equivalent) which are comparable to predicate devices. Geometrical features are driven by the implant design and are equivalent to similar products in the market. The material is among the strongest materials for such application in terms of strength and hardness. However, a new version of screwdriver has been developed, based on the same dimensions (t20) and material but with a "reverse" driving mechanism to exploit also the tulip thread for torx transfer.

Event description:
During the tightening of the pedicle screw at the left side of l4, the tip of pedicle screwdriver broke. The broken piece still remained in the patient body. The surgery was completed using a back-up instrument, but with 20 minutes of delay.